Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering was unable to confirm the customer experience. A review of the manufacturing records for the lot number revealed that the product passed all quality and manufacturing inspections. The root cause of blades coming open and difficult knob rotation could be the bent shaft from excessive force. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "the shaft rotation knob rotates without the blades to turn. Blades do not stay blocked. Surgeon cannot block the blades as he would like. User is unknown. Nurse (B)(6) reported the incident to the pharmacy. " patient status - "ok".